Event description:
It was reported that the patient presented to the clinic due to syncope. Loss of ventricular capture was observed on ECG. The issue was resolved by increasing the output. X-ray confirmed there were no anomalies on the lead. The physician suspected that the patients medications may have caused an increase in capture thresholds. The patient remained in the ward for monitoring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.